Event description:
It was reported occlusion alarms occurred. The customer's blood glucose (bg) level was displayed as "high"; a specific value was not provided. The customer had not addressed their bg level at the time of troubleshooting. A systems check was performed with tandem technical support and no issues were identified. The customer changed supplies and resumed insulin therapy.